Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, patient presented with pre-op diagnosis: decompensated kyphoscoliosis status post thoracic fusion and multilevel lumbar decompressions. Post-op diagnosis: decompensated kyphoscoliosis status post thoracic fusion and multilevel lumbar decompressions with pseudomeningocele and dural erosions right l2-3, l3-4 facet joint region. The patient underwent following procedure: application of cranial head tongs; revision laminectomy, partial facetectomy, foraminotomies, and diskectomies for purpose of neurologic decompression t12 through s1; posterior osteotomy lumbar spine l2-3 and l3-4 bilaterally; posterior lumbar interbody fusion right side l2-3 11 mm, right side l3-4 11 mm, left side l4-5 17 mm, left side l5-s1 17 mm, all with bone morphogenic protein (bmp and local bone graft); posterolateral arthrodesis and segmental fixation with arthrodesis t12-s1; posterior segmental instrumentation t8-s2 titanium uss with tan rods; local bone graft prepared from posterior laminectomy bone with cleansing of soft tissues, morcellization, addition of dbx, chronos, autologous blood, and antibiotic powder as per op notes: ".. We then packed bone morphogenic protein rolled up into a cylindrical sponge into the anterior intervertebral space and further packed loose morcellized bone graft and dbx and chronos mixed as stated above. This impacted, then followed by implantation of a 17 mm t-plif in a parasagittal direction to correct for the left-sided collapse. The same was repeated on the left-hand side, again with a 17 mm device providing adequate support.. Under gentle use of a lamina spreader we now were able to disengage the vertebrae from one another and we performed intervertebral curettage with a 7 mm, 9 mm, and 11 mm device. Again we packed bmp, local morcellized bone graft, and then an 11 mm t-plif into place.. No complications were reported.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.